Event description:
Healthcare professional report that as the valve was being implanted, an impingement was evident with the ventricle. Attempts to rotate the valve were unsuccessful because the valve collet had been discarded and the rotation kit could not be located when needed at the time of implant. The valve was abandoned at implant and replaced with another medtronic hall valve. There was no reported adverse effect to the patient and the valve was returned for analysis.